Event description:
Procedure completed: physician was deploying vascular closure device. Upon removal, the balloon would not deflate, so could not remove from delivery system. On third attempt, balloon was able to be removed by technician holding the balloon syringe in the deflation mode, while physician removed device.